Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level was 238 mg/dl. The customer reverted to an alternate method of insulin therapy and a replacement pump was sent to the customer.